Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
The customer called back to report that she just got out of the hospital for high blood glucose levels. The customer stated she has had no adverse reactions since her last call. The customer stated that her hcp had previously set her carbohydrate ratio from 20 to 15, which caused low blood glucose levels, but they were changed back to 17, and has had no problems since then. No further assistance was needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that their blood glucose was high at 662 mg/dl and that hospitalization was necessary due to diabetic ketoacidosis. At the time of the call, the customer had blood glucose of 85 mg/dl. Troubleshooting was declined by the customer, although she indicated that she would call back.